Event description:
It was reported that despite changing both the system controller and modular cable there was a persistent driveline power fault alarm. The pump appeared to be functioning normally. Submitted log files for the current system controller were reviewed and showed a driveline power fault. Motor function had not been affected by the event. Additional log files were submitted for the system controller in use prior to the exchange and showed a driveline power fault alarm flag on (B)(6) 2025 at 17:20:09. The data from the power conductors indicated that there were intermittent reductions in the current values across power conductor b. This trend was visible in each system controller. The site noted there to have been no further alarms after replacing the modular cable a second time. The patient was discharged and would follow up if the alarms reoccurred. As of 16jun2025, the patient had not experienced any symptoms, and the cause of the driveline power fault alarms had not been identified. If alarms were to reoccur, the site would perform an x-ray and the driveline would be cleaned or repaired if there was concern of a fracture.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient weight corrected. Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis. The modular cable was returned and tested with the event system controller and passed testing without issue or alarms. A review of the downloaded log files showed driveline power fault alarms due to intermittent interruptions to the power b signal. The driveline power fault alarms did not prevent the pump from operating at its set speed. The driveline power fault alarms were not able to be reproduced with the returned cable and controller. The modular cable passed insulation testing, and all of the underlying wires were observed to have resistances within the acceptable range. Provided information indicated that the alarms resolved when the modular cable was exchanged. The root cause for the reported event was not able to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.